Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had sinus node dysfunction. The patient was brought to the electrophysiology laboratory for an ablation. It was reported that there was some left pectoral stimulation from the ablation catheter. Post ablation, the right ventricular (rv) lead had no capture due to rising thresholds, 1.1v at 0.4 ms to 4.5v at 1.0ms. Impedances had decreased from 410 to 340 ohms. No noise was present. The physician was concerned that the lead might have been damaged. It was later reported that the thresholds were coming down and stable impedances in the mid 300 ohms range. Technical services discussed possible causes and troubleshooting. It was later reported that the patient was further evaluated and thresholds had decreased to 2.5v at 0.5 ms. The patient's device was reprogrammed and the patient will be seen soon for another follow up. No further patient effects were reported.